Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. The device catalog number is unknown; therefore, UDI is unavailable. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient presented in the clinic with significant pain after "twisting and feeling a pop". Xrays showed what appeared to be a well fixed tc3 rp revision knee with an odd metal abnormality laterally. Surgeon scheduled patient on the next available surgical day and the femoral component was found loose distally. Both the femoral adapter and the bolt had broken at the level of the well fixed femoral sleeve, leaving the femoral component loose in the knee. It was unknown whether the bone had stress shielded or whether it was put in that way, but there was little to no bone supporting the femoral component at the time of revision, likely causing the component failure in the surgeon's mind. Specimens were sent to pathology and came back consistent with loose components. The tibial component was well fixed and left in place. Femoral sleeve was removed via resection and a new stem and sleeve were placed with a distal femoral component uneventfully. No previous information was able to be found about previous surgery to include, date, components, place etc. The part or lot numbers could not be provided as sizes of these items were unknown. The cement manufacturer was unknown. No surgical delay. Doi: unknown. Dor: (B)(6) 2022. Affected side: left knee.